Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced skin breakdown and recurrent infection (abscess) over the implant site due to poor healing (specific date not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported) and underwent multiple abscess drainage procedures (specific dates not reported); however, the issue could not be resolved. The surgeon also reported that, the patient had not received any benefit from the implanted device and had not been using the device for many years prior to the infection. The device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.